Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing an aching pain. It was also reported the patient was concerned "the leads may have been moved" as a result of "brushing against the pacemaker" with their hand and arm. The implantable pulse generator (ipg) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing an aching pain. It was also reported the patient was concerned "the leads may have been moved" as a result of "brushing against the pacemaker" with their hand and arm. The leads remain in use. No further patient complications have been reported as a result of this event.